Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that review of the transmission revealed the implantable cardiac monitor exhibited undersensing causing pause and bradycardia episodes. The device was reprogrammed. The patient was in stable condition.